Event description:
The customer reported that a leak occurred around the texium connector when doxorubicin was being given to the patient. There are no specific patient or event details available for this report other than the set was in use on a patient at the time of the event. There is no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.